Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d4: lot and expiration date. D7a, d9 h3, h4, h6: part: 03.037.002 lot: l497750 manufacturing site: bettlach supplier: n/a release to warehouse date: august 2, 2017 expiration date: n/a a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Visual inspection: drill bit ø16 flex cann f/dhs/dcs (p/n: 03.037.002, lot #: l:497750). The cutting edges were found dull. Hence the complaint is confirmed. The dull condition is consistent as an end of life indicator for the device. It is possible to confirm that the device over heated during drilling due to dull condition. No other issues were identified during inspection. Investigation conclusion: the reported condition of the complaint device (drill bit ø16 flex cann f/dhs/dcs) is confirmed. After a visual inspection, it is determined that the reusable instrument is dull from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # pc-(B)(4). Additional narrative: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in canada as follows: it was reported that (B)(6), 2021, the cannulated drill bits is not cutting efficiently leading to excess heat being generated when drilling. It was unknown if the procedure completed successfully. There was no patient consequence reported. This complaint involves six (6) devices. This report is for (1) 16mm cannulated flexible drill bit this is report 1 of 3 or complaint pc-(B)(4).